Event description:
It was reported the customer was hospitalized for low blood glucose. Date of hospitalization was in (B)(6) of 2015. Blood glucose at the time of admission was 36 mg/dl. Customer stated they were hallucinating from their low blood glucose. The customer was treated with glucose by the paramedics before being transported to the hospital. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.